Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify alarms off no power alarm, button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump indicated multiple alarms after she wore it swimming. She indicated that one of the alarms was unexpected restart. She also stated that she administered a bolus and the pump stopped working and that the buttons are not responsive. Troubleshooting was performed for fluid in pump. Customer's blood glucose was 176 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also indicated she was in the hospital but that did not have anything to do with her pump and was not pump related.